Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving multiple inappropriate therapies due to post-paced t-wave oversensing. Programming changes were made.